Manufacturer narrative:
Date sent to FDA: 10/8/2020. Additional information: a1,a2,a4,b7. Additional b5 narrative: it was reported that the patient had a revision surgery on (B)(6) 2015. It was reported that following the procedure the patient experienced hernia recurrence, adhesion and chronic abdominal pain.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh x2 were implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured in a separate file. No additional information was provided.